Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received the following results, with two different meters, within 10 minutes: 157 mg/dl (aviva connect) and 46 mg/dl (aviva). On (B)(6) 2016 the patient retested and received the following results, with two different meters, within 10 minutes: 117 mg/dl (aviva connect) and 331 mg/dl (aviva). Readings occurred with the same vial of test strips. No adverse event reported. Return of the suspect device was requested for evaluation.